Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported incident with a PICC line that we discovered was leaking and it turned out to be a leak just after the 4 cm mark. Additional information received 26 july 2023: the patient in question has received cytostatic treatment with folfox, the leakage was discovered when her cytostatic pump was to be disconnected on (B)(6), fortunately, no cytostatic had leaked out on the skin but when I flushed with nacl I saw that it was leaking, the patient thus did not have any problems.